Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue. The field service engineer (fse) replaced the common computer controller (ccc) to correct the reported issue. The system was tested and verified as ready to use. Isis did receive the product and performed failure analysis. Reviewed aperture and confirmed the issue did occur in the field system. Upon visual inspection, no issues were found that would be related to the reported event. The ccc was installed on the known good in-house system and tower monitor did not show full display. Performed bench testing on this unit and confirmed that unit is bricked. As a result of these findings, failure analysis was able to conclude that the tegra module is the root cause of the issue. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system will not complete power on self test. The customer cycled all breakers and reseated all blue fibers. The system powered on from the vision side cart (vsc) and the surgeon side console (ssc) touchpad says welcome to da vinci. The patient side cart (psc) touchpad says please wait but system never completes power on and does not error. There was no report of patient involvement or reported injury.